Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in threshold measurements and pacing impedance measurements at the pre-discharge check. At implant the threshold measurements were .6 v at .5 ms and were 5.0 v at .5 ms prior to discharge. It was also reported that loss of capture was observed. The pacing impedance measurements increased to 1,900 ohms from 945 ohms at implant. An invasive procedure was performed to reposition the lead. Multiple attempts were made to reposition the lead. After these attempts the helix mechanism would no longer retract. This lead was successfully explanted and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported loss of capture, high threshold measurements, or high pacing impedance measurements. Visual inspection of the lead found that the helix mechanism was extended. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation that the helix mechanism would not retract. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.